Event description:
Treatment of an avm. It was reported after 18 minutes of onyx injection, the catheter tip broke off. The patient status was reported as `fine'.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was discarded by the hospital.